Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded pacemaker-mediated tachycardia (pmt) episodes in the logbook, which were not discussed or reviewed by the technical services (ts) except for the tachy therapy that was off for almost 4 years. The recent pmt showed no device-related cause, more like sinus tach. This crt-d remains in service. No adverse patient effects were reported. Additional information received which indicated that the tachy therapy was turned off for palliative care and patient has since improved. Furthermore, the physician ordered that the crt-d will not be turned back on and referenced the danish trial, which showed no reduction in all-cause mortality for non-ischemic patients. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the tachy therapy was turned off for palliative care. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded pacemaker-mediated tachycardia (pmt) episodes in the logbook, which were not discussed or reviewed by the technical services (ts) except for the tachy therapy that was off for almost 4 years. The recent pmt showed no device-related cause, more like sinus tach. This crt-d remains in service. No adverse patient effects were reported.